Event description:
The port was placed 2/94. It was reported that there was extravasation from the port. The port was removed from the pt.

Manufacturer narrative:
On 3/27/97, three add'l lot numbers were received that may be related to this coplaint. For complaint sample description, refer to supplement report dated 3/10/97. A lot review of lot number 36ag2397 reveals no mfg related issues and no other complaints for this lot. A lot history review of lot number 36kf1461 reveals no mfg related issues and three other complaints for this lot. All four complaints (including this one) have been confirmed, user-related. Refer to supplement report dated 3/10/97 for eval and conclusion results.